Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the doctor observed that the swg was kinked when opening the package. It was reported that the event occurred prior to use on the patient. The device was not used. There were no patient involvement and no adverse patient impact or injury associated with this event.